Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000475, serial/lot #: none, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the interconnect cable was replaced. The imaging system then passed the system checkout, and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported by the site biomedical engineer that the system was not charging and it was plugged in to a known active outlet. No patient. Additional information was received. It was reported that the issue was due to a broken wire in the interconnect cable.